Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on (B)(6) 2010- the patient underwent lumbar surgery. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. The patient had follow up care with the surgeon from 2010-2013. Allegedly, "since the surgery, the patient has shooting pain from right rib to the left rib and a loss of flexibility. The patient also suffers from new pain in her lower back, mid back, and pain radiating down her right side."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.